Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that his pump has been giving him a lot of problems. The customer stated that he checked his blood glucose about 5 times, and his blood glucose readings kept getting higher. The customer was advised to talk to his doctor about getting his settings changed. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run manual prime with the current set. The customer was advised that bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer will be sent new tubing clamps. The customer was advised to call back to troubleshoot.